Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d1, d2a, d2b, d4 d10: 5382452 - 02-020-11-0250 - truliant ps cem fem ps cem left sz 5 s100241 - 02-022-35-5009 - truliant tib imp ps insert sz 5 9mm 5381879 - 02-022-45-5050 - truliant tib fit tray cem sz 5f / 5t g4, h4, h6 the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Medical records were provided for review. The review identified no user-related issues reported that appear to have contributed to the reported event. It was reported in the operative note that scar and fibrotic tissue was present laterally and inferiorly around the patella and that there was boney overgrowth on the lateral side of the patella. No manufacturing process-related non-conformances, deviations, or exceptions are associated with the manufacturing lot of 30 patellar components. A review of complaint history determined that no further action is required as no trends were identified. The patellar tracking issue reported appears to be the result of patient-related issues secondary to scar tissue and boney overgrowth as reported. However, this cannot be confirmed and contributing factors from patient or user-related issues cannot be determined because the devices were not available for evaluation as they remain implanted, and images or radiographs were not provided. Patella tracking may be secondary to a combination of issues including implant alignment, insufficient patellar resection, and/or soft-tissue imbalances. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: d10: (B)(6) - 02-020-11-0250 - truliant ps cem fem ps cem left sz 5. (B)(6) - 02-022-35-5009 - truliant tib imp ps insert sz 5 9mm. (B)(6) - 02-022-45-5050 - truliant tib fit tray cem sz 5f / 5t. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately 15 months after a left total knee replacement procedure, the patient underwent a procedure to address lateral patellar sided pain. He did well early post operatively and then developed pain, which did not improve over the course of the year. Surgical workup at one-year post-op revealed some tilt to the lateral patella with a small fleck of bone medially. Revision surgery operative notes were provided. Intraoperative findings indicated abundant osseous overgrowth along the lateral side of the patella. The surgeon performed a left knee debridement of the lateral patella bone and a lateral retinacular release. At the completion of the procedure the patellar was tracking well with no bony impingement on the femoral component relative to the patella. The patient was transferred to the pacu in stable condition. No further issues or complications were reported. No additional information is available.